Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg pocket incision site had partially opened. No additional signs or symptoms of infection were reported. As the physician suspected a possible infection, surgical intervention was undertaken wherein the ipg was explanted, the original ipg pocket site was irrigated and a new ipg was implanted at a new pocket site. Oral antibiotics were prescribed were also prescribed and it is unknown if cultures were obtained. It was later reported that the suspected infection has since resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.